Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. The date is an approximation. On approximately 09/15/2025, at around 1:00 pm, the patient¿s husband reported that the estimated glucose value (egv) displayed on both the app and the pump was showing a ¿low¿ alert. At the time of the alert, the patient was sleeping. When the husband attempted to wake the patient, he found her unconscious. He did not perform a fingerstick blood glucose check but immediately administered a glucagon injection and then called 911. Upon arrival, paramedics advised the husband to administer a second glucagon injection, which he did. The patient remained unresponsive, and the paramedics performed a fingerstick test that indicated a bg level of 600 mg/dl, while the egv continued to display ¿low.¿ the paramedics then administered an injection (contents unknown to the husband), after which the patient regained consciousness and reported feeling some soreness. The paramedics offered to transport the patient to the hospital, but she declined. At the time of the report, the husband stated that the patient was doing fine, though still experiencing some soreness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.